Manufacturer narrative:
Upon further discussion with the site, the user was instructed to troubleshoot clogs by using a stylus to manually unclog the bundle and soaking clogged tips in warm soapy water. It was also recommended to the site that they use contrad solution on a regular basis; currently, the use bleach and water. The decision to report this event is based upon the need for the user to obtain medical attention. The user received a tetanus shot.

Event description:
A customer called to report that she injured her thumb while cleaning the staining bundles on the prepstain slide processor. The customer had a clog in the aspiration tip on a bundle that she could not clear. The bundle was removed from the prepstain with a wrench. In an attempt to clear with a stylus, she stuck her thumb with the stylus and had to seek emergency treatment. The customer incurred a minor injury and received a tetanus shot.